Event description:
While performing service to the ventilator, the manufacturer's service technician reported a diagnostic code in log history indicating a vent inop occurrence due to a flow sensor failure. The customer did not report the occurrence to the manufacturer previous to service or at the time of its occurrence. There was no patient harm reported. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician was unable to duplicate the reported problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.